Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that there were no audible tones from mx40 transmitter. There was no reported adverse event to the patient or user.

Manufacturer narrative:
The device was tested and repaired at the philips authorized repair facility. The results of the functional testing indicate that the speaker produced no sound and was defective. The device speaker was replaced to resolve the customers device issue.

Event description:
The customer reported that there were no audible tones from mx40 transmitter. There was no reported adverse event to the patient or user.